Event description:
Multiple attempts of trying to cross coronary lesion with 2.5 x 24mm taxus stent were made. Upon removal, the last time, md felt resistance when the stent balloon reached the guiding wire. All equimpent was removed as a unit. After md dissected the sheath and the guiding wire was flushed, no stent found. Md stated he felt the stent was probably in the patient's right iliac. Patient remained stable, vss, no complaints of pain, pedal pulse stong +2.